Manufacturer narrative:
Connected the (B)(6) to the ag-920ra and tested with several if cables and checked all functions, but no problems were found. Burned in for 7 days and returned to customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).